Event description:
Complaint received reported breakage/air in line with use of crt set-up consisting of prismaflex crrt tubing set and arrow vas catheter and ag7394 intralock 3-way transparent stopcock. The issue was detected less than 1 hr into crrt when clinicians noted "air was being sucked into the crrt circuit .. (Ag7394) was broken on the inside". The report indicates there was a delay in therapy as crrt needed to be interrupted and restarted, but did not result in any pt injuries, adverse outcomes.

Manufacturer narrative:
Device return status: the ag7394 device was removed, replaced and discarded. Findings: the involved ag7394/crrt set-up devices were not returned for analysis and confirmation. The exact cause(s) as this time are unk. The MFR will continue to monitor and trend these types of reported product issues and initiate preventative measures as applicable.